Event description:
It was reported the catheter was being placed into the patient. The clinician attempted to break the peel away sheath at the hub. At which time, the orange tabs broke off from the body of the sheath. A small portion of the orange hub was able to be grasped by a sterile hemostat and was used to peel the sheath from the catheter. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4).